Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report 0002249697-2017-01920. When available, investigation results will be submitted under this manufacturer report number.

Event description:
Removal of triathlon femur, tibial baseplate, insert and patella due to infection. This event is a duplicate of stryker ref:(B)(4). This event has been previously reported under MFR report # 0002249697-2017-01920.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon p/a cr beaded #5r; cat# 5517f502; lot# eknlh, tritanium bplate triathlon s4; cat# 5536b400; lot# ctd4303, tritanium patella-asymmetric; cat# 5552-l-320; lot# a1pe. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Removal of triathlon femur, tibial baseplate, insert and patella due to infection.